Manufacturer narrative:
(B) (4). Angina, dyspnea (shortness of breath), myocardial infarction (mi), nausea, and restenosis are recognized as no fault complications in the no fault risk assessement. Additionally, angina, mi, nausea and restenosis are also listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: myocardial infarction, in-stent restenosis. Time of adverse event: approximately 3 years after the procedure. It was reported that approximately 3 years after a proximal right coronary artery (rca) stenting procedure, the patient experienced angina, nausea, and shortness of breath which was diagnosed as a myocardial infarction. A diagnostic angiogram found > 70% in-stent restenosis as well as stenosis in the mid and distal rca. The proximal, mid and distal rca were treated with non-abbott drug eluting stents. There was no adverse patient sequela reported. There was no additional information provided,.